Event description:
It was reported that the intellivue x3 module had a loudspeaker error. It is confirmed that there was still sound coming from the device. The device was in use at time of event and there was no adverse event reported.

Manufacturer narrative:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 indicating that there was a loudspeaker error. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that the sound was okay, and there was only a speaker failure message. The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. If additional information is received the complaint file will be reopened. E1: reporter institution phone number (B)(6).